Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 6atm and was removed without any problem. The procedure was completed with a different device. There were no complications reported and the patient was in good condition post procedure.